Event description:
A medtronic representative reported that the fusion system software became unresponsive during a functional endoscopic sinus surgery (fess). Site pressed ctrl+alt+backspace and they were able to relaunch the software. Site re-registered and proceeded to navigate. No negative impact on the patient outcome due to the reported event.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations.software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A new computer was sent to the site and installed in the system for issue resolution. System passed all performance testing as of 02/20/2014 after computer replacement.